Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts decided to replace the pump, and the caller was informed they would receive a pump with updated software. The customer was advised on using an mdi as a backup therapy and instructed on various steps, including storage mode and return procedures for the problematic pump. The caller understood and acknowledged all instructions.